Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced resistance when filling a cartridge. The cartridge was successfully filled and installed onto the pump. Additionally, it was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the customer believed that there may have been air injected into the cartridge when resolving the fill resistance issue causing the inaccurate fill estimate. Blood glucose level was 130 mg/dl.